Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the pump powered off overnight. The patient reported that his blood glucose was 400 mg/dl with symptoms of hyperglycemia (emesis and nausea). He said that he did not test for ketones. At the time of the contact, the patient reported that his blood glucose was within normal limits and his symptoms had abated. The patient reported that the pump is less than (B)(4). During the contact, he confirmed that the yellow o-ring on the battery cap was visible. He denied visible damage to the battery cap or pump case. The patient reported that the power issue began after a battery change the previous evening. Customer support instructed him how to securely tighten the battery cap and to inspect to ensure that the yellow o-ring is not visible. He said he was able to restore power after following the instructions. This complaint is being reported because the patient experienced a serious blood glucose excursion after failure to correctly tighten the battery cap.

Manufacturer narrative:
The pump will not be returned to animas for evaluation because no defect or malfunction was discovered by customer support. It was determined that the patient did not secure the battery cap correctly after a battery replacement. Since that time there have been no further reports of power issues or blood glucose excursions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: the pump history from the time of the event was overwritten by continued use. A review of the pump history showed no evidence that power events had occurred; the total daily dose history showed that the insulin delivery correctly reflected the user programmed rates. The pump battery compartment was cracked from the grip pad to the case seal. The battery cap was intact and was able to fasten to the pump maintaining electrical connection. The pump was exercised for 24 hours without power interruptions. A flow accuracy test was performed and the pump was delivering within specifications.